Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of blood result reading of hi customer states that he feels well and requires no medical attention at the time of the call, however the customer was hospitalized days before high results. Customer's expected blood results are 220-350 mg/dl fasting. Verified the strips expire on (B)(6) 2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 483mg/dl and 538 mg/dl fasting. Reviewed meter memory: 01:538 mg/dl, (B)(6) 2015, 11:10:00 am, fasting: yes. 02::483 mg/dl, (B)(6) 2015, 11:12:00 am, fasting: yes. 03:547 mg/dl, (B)(6) 2015, 10:00:00 am, fasting: yes. 04:507 mg/dl, (B)(6) 2015, 08:00:00 am, fasting: yes. 5:hi, (B)(6) 2015, 03:300:00 am, fasting: yes. On saturday he went to emergency room due to other medical issues; he read 547 mg/dl with our meter, and upon arrival he read in the 600 mg/dl at the hospital and discharged the same day with a glucose level in the 400 mg/dl.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that he feels well and requires no medical attention at the time of the call, however the customer was hospitalized days before for high results. Customer's expected blood results are 220-350mg/dl fasting. Verified the strips expire 09/19/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 483mg/dl and 538mg/dl fasting. Reviewed meter memory: (B)(6). On saturday he went to emergency room due to other medical issues; he read 547mg/dl with our meter, and upon arrival he read in the 600's mg/dl at the hospital and discharged the same day with a glucose level in the 400's mg/dl.